Event description:
It was reported that balloon leakage was observed. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. Catheter body was completely broken/snapped at proximal edge of tip forming area. Small amount of what appears to be dry blood was noticed underneath balloon latex.